Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high high-voltage impedance was observed on the right ventricular lead; the patient was not reported to be symptomatic as a result. The patient was stable and would continue to be monitored normally.